Manufacturer narrative:
The device was received and evaluated. During investigation, a tear was observed on the exposed portion of the soft cannula, where the tip of the formed needle rested. But it could not be determined when this damage on soft cannula occurred. Cracks were found on the outer housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. No communication error occurred during this test. Generation of the hazard alarm stopped the delivery of insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 350 mg/dl while the pod was worn on the patient's arm for between 4 and 24 hours. In order to treat the high bg, a new pod was applied.